Event description:
While surgeon hydrating wounds with balanced salt solution at the end of cataract procedure, cannula dislodged from syringe, violating posterior chamber of eye and requiring anterior vitrectomy. Cannula was hooked to a 3ml bd syringe. FDA safety report ID # (B)(4).